Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) was implanted with an off-label system for migraines. The pt received two quattrode leads with the same lot number. It was reported the pt was not receiving left occipital stimulation. Reprogramming was unsuccessful as stimulation was achieved in the incorrect location. Physician consult is pending.